Event description:
It was reported that the implant didn't feel like it was in the right place and that it felt like it had moved.

Event description:
It was reported that the implant didn't feel right and felt like it may have moved and they were afraid that they may have broken it. The issue occurred following a fall. The patient fell on a porch swing about 30 min prior. It was later reported that the cause of the event was that the patient "fell" on the device; the patient did not come in for an exam. Signs and symptoms included pain at site of ins after fall. Hospitalization was not required. No injury was noted. This reporter suspected no serious injury or harm per talking with the patient and husband on the phone, but the patient had not been compliant with follow up.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v125560, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).